Manufacturer narrative:
It was reported by end user that she developed urinary tract infection related to use of bladder control pads. Per report, the end user had been receiving bladder control pads since 2017 from her insurance and had never experienced infection related to use of these pads in the past. The end-user stated that for approximately a month, she used bladder control pads from a specific case (lot number unknown) and then she started developing itching and burning during urination. Per end user, she changes her bladder control pads every two hours. On (B)(6) 2019, the end-user reportedly went to a doctor who told her she has urinary tract infection and this was caused by the bladder control pads. The end-user took an unknown antibiotic for seven days and she stopped using the suspected bladder control pads. The end user reported that she is doing well right now. Due to the reported urinary tract infection and required medical intervention, this medwatch is being filed. The sample is not available to be returned for evaluation. The complaint could not be confirmed and a definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported by end user that she developed urinary tract infection related to use of bladder control pads.